Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leaked between the urethra and the inserted catheter a few hours after placement.

Manufacturer narrative:
Received only catheter for evaluation. The reported event was unconfirmed. The evaluation found that the returned sample met the specification. The sample underwent a 7 day leak test and no leakage was observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) sterile unless package is open or damaged, except for the hand sanitizer and castile soap which are not terminally sterilized."

Event description:
It was reported that urine leaked between the urethra and the inserted catheter a few hours after placement.